Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they recently had a blood glucose level around 30 mg/dl and had to contact their health care provider on-call. Customer stated that her insulin pump was dropped, hit the wall, and the tubing came out. Customer was wearing the insulin pump at the time of the low blood glucose incident. The customer stated that he also had ketones. Customer also reported another incident in which her blood glucose level was too high to be read by the meter. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked and cracked lcd window. Reservoir tube o-ring ok. Unit received with broken reservoir tube lip. However reservoir locks in place. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.